Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged fill estimate malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty charging the pump despite the attempt of multiple power source. Reportedly, the pump was charging slowly and would not charge past 90%. In addition, the insulin gauge was observed to be inaccurate. The customer's blood glucose level was 127 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.